Manufacturer narrative:
The reported "head error" occurred upon boot up during system check out. The affected rotaflow console was sent to the repair center. According to the service oder (B)(4) dated on 2021-01-25 performed preventive maintenance. The head error could not be reproduced. But could be confirmed because the rfd was not plugged into the rotaflow and that is what caused the head error according to the statement of the technician. Passed all functional and safety tests to factory specifications. Cleared for clinical use. The most probable root cause could be determined as a user error. The rfd was not plugged into the rotaflow upon boot up the device and that is what caused the head error. The reported "head error" occurred upon boot up during system check out and could be confirmed but not a product related malfunction. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch wil be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that the error message ¿head error¿ occurred upon boot up during system check out. No patient was involved. Complaint ID: (B)(4).